Event description:
It was reported that during a colon resection, the blade was hot and melted the drape. There was no pt or surgeon injury. The device has been disposed of. Instructional insert states: to avoid user or pt injury in the event that accidental activation occurs, the instrument blade, clamp arm, and distal end of the shaft should not be in contact with the pt, drapes, or flammable materials while not in use. During prolonged activation in tissue, the instrument blade, clamp arm, and distal 7 cm of the shaft may become hot. Avoid unintended contact with tissue, drapes, surgical gowns, or other unintended sites at all times.

Manufacturer narrative:
(B) (4): info not available, device not returned for analysis.